Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, it was discovered that the left ventricular lead as not capturing. The fluoroscopy revealed that the left ventricular lead dislodged. Programming changes were performed, and it was decided to leave the lead implanted. The patient was in stable condition.